Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A visual and microscopic examination of the stent found that the struts on the 5th and 6th most distal rows were compressed and slightly raised off the balloon material. There was no indication that this damage formed part of the complaint incident. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-jun-2015. It was reported that crossing difficulties were encountered.   A 2.75x28mm promus premier¿ stent was selected to treat the lesion but was unable to cross the lesion. However, returned device analysis revealed a stent damage.